Event description:
Total knee done in 2008. On two days later, staff tried to remove the pain pump tubing and could not. Dr notified and he attempted to remove it and the tubing broke. He used arthroscopy to remove the remaining tubing with the tip intact. Dr indicated that the tube had gotten caught between the implants.